Event description:
It was reported that the patient experienced inappropriate therapy due to the device oversensing t-waves. It was also noted that there was a recorded ventricular tachycardia (vt) episode approximately 6 months prior. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.